Event description:
It was reported that after the implant of an elevate anterior, the patient experienced incidental cystotomy during dissection near the left vaginal apex. The cystotomy was repaired, and a cystoscopy confirmed that there was water tight repair of the bladder. The patient was hospitalized as an inpatient. The event is considered recovering/resolving. No further patient complications were reported in relation to this event. Related to MFR # 3011770902-2015-00079.